Event description:
It was reported that the customer's insulin pump was dropped and the screen is partiallly broken. Customer's blood glucose level at the time between 10mmol/l and 11mmol/l. Hospitalization was mentioned but no information was provided. Advised insulin pump would be replaced.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Unable to confirm missing segments or partial display due to bleeding lcd glass.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)